Event description:
It was reported that during a routine appointment 1 year post-op the audiologist found 2 short circuits involving 4 channels were turned off and channels 11 and 12 were already turned off due to disturbing perception and being extracochlear, respectively. Now the pt reports that performance decreased significantly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.